Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed eccentric de novo lesion measuring approximately 2.25mm in diameter by 28mm in length was located in a moderately tortuous and moderately calcified left circumflex artery (lcx). The lesion was predilated with an unknown balloon. A 3.0x18mm promus element stent was advanced to the lesion, but could not advance past a bend in the lcx. When the device was removed from the patient, stent damage was noted. The procedure was completed with another promus element stent. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed eccentric de novo lesion measuring approximately 2.25mm in diameter by 28mm in length was located in a moderately tortuous and moderately calcified left circumflex artery (lcx). The lesion was predilated with an unknown balloon. A 3.0x18mm promus element stent was advanced to the lesion, but could not advance past a bend in the lcx. When the device was removed from the patient, stent damage was noted. The procedure was completed with another promus element stent. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified mid stent damage. Rows 5 and 6 from the proximal end had struts raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).